Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced pain due to an infection at the ipg site. Subsequently, the patient's entire scs system was explanted. The patient is being treated for the infection. Note: sjm was not present at the time of the explant procedure. Concomitant medical products: the model and implant date of the lead(s) is unknown at this time.

Event description:
Follow-up identified the patient's infection has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's infection remains unresolved at this time.